Event description:
A nurse reported that there was no vacuum in vitrectomy mode. The system was exchanged and the vitrectomy was completed without delay in the case. Add'l info has been requested.

Manufacturer narrative:
A sample has been returned to the MFR, but the analysis has not yet been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).